Event description:
While performing a diagnostic laparoscopy the tip of a laparoscopic babcock broke inside the pt. There was no force put on the instrument that would have caused this. It was noted by the scrub nurse when the instrument was removed that the tip was missing.